Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not produce a malfunction. The reported issue was presumed to be caused by the use of used endoscopes or by the digital light source cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source did not communicate with the scope. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to the used endoscope or the digital light source cable. Olympus will continue to monitor field performance for this device.